Manufacturer narrative:
(B)(4). The insulin pump had a cracked case at the display window corners, a completely broken-off reservoir tube lip, a test reservoir that will not lock/click in place, and minor scratches and cracks on the display window.

Event description:
Customer reported via phone call that the reservoir compartment could not hold the reservoir. Customer's blood glucose level was unknown but was normal and did not require medical treatment. Insulin pump will be returned for analysis and a replacement pump will be sent.